Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2019. Due to the hospital policy, the site was unable to provide any further information. Heartmate 3 lvas, serial number (B)(6), was not returned to abbott for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The device will not be returned for evaluation as it was not explanted. No further information will be provided due to hospital policy.